Event description:
Information was received indicating that a smiths medical pump had a motor rate error at the beginning of the infusion. Additional information about the infusion included an initial fill volume of the syringe was 20ml, 30 ml medicine syringe type, started the infusion at 28ml/hr. The infusion never delivered and the infusion had to be canceled. This was a ketamine infusion. There were no reported adverse events reported.